Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there were spots on syringes. To aid in the investigation, six samples were received for evaluation by our quality team. Five samples came in sealed packaging blisters and one sample came with no packaging blister. A visual inspection was performed with 10x magnification. The syringe rubber stopper has a droplet of medical grade lubricant. The lubricant is applied to the rubber stopper and inner wall of the syringe barrel. No other defects or imperfections were observed. This condition occurs during the lubrication process if the lubricant is not spread evenly in the syringe. A device history record review was completed for provided material number 302832, lot 4325248. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material #:302832 batch#:4325248. It was reported by customer that the spots noticed on the syringes. Issue: spots noticed on the syringes no pt harm samples: yes.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.